Event description:
(B)(6) spoke with pt stating her pump is malfunctioning. Pump continues to beep however medication is running. Per manual, "screen displays status, 2 beep alarm", set or cassette is not aligned with pump or malfunction of pump sensor is occuring. Pt states that she uses the same way with other pump and it works just fine. Advised pt to reconnect the backup pump and not to abruptly stop medication, however she states she has been without medication for 33 hours in past and does fine. Informed pt we will send new pump but will also have a nurse visit to evaluate technique as well. Pt will hold onto pump until nurse can visit and look at as well. Pt verified home address with signature required. No other information provided. Dose or amount: 68 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.